Event description:
During the final distraction of the mandible, the extension left arm for the curvilinear distractor was removed because the left curvilinear distractor would not activate. The surgeon did not finish the distraction, he is going to let the patient's bone heal and go back in on a later date to complete. The revision date is unknown. Reportedly, the surgeon removed both extension arms, the right and the left side.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of synthes device history records was conducted. The product conformed to all requirements. A manufacturing evaluation was conducted. As received, the part appears to be in good condition. There is no obvious wear and tear or damage to the part. The complaint issue is due to an unknown cause. The instruments conformed to dimensional specifications at the time of manufacturing and passed incoming inspection at synthes. The unit returned for the complaint met material and hardness requirements; the torque values were verified per the certificate of compliance. The product was inspected for the dimensional features and met requirements. A product development evaluation was conducted. One 20mm rigid removable extension arm (p/n (B)(4)) was returned. The arm moves freely in the sleeve through the full range of motion when turned. There are a few minor scratches on the part that are consistent with clinical use, but the part appears to be in good overall condition. All laser etching on the arm and sleeve is clear and legible. The part was manufactured in march 2012 to the current revision. The returned 20mm rigid removable extension arm was evaluated for functionality by assembling it with an in-house curvilinear distractor. The extension arm functioned as intended; rotational movement of the extension arm caused translation in the distractor. As noted in the complaint description, the curvilinear distractor used in the procedure that produced this complaint was left in the patient and was therefore, not available for evaluation. The device may have failed to activate due to a problem with the curvilinear distractor or due to clinical factors such as premature bone consolidation. The design and clinical risk management for the curvilinear distraction system adequately addresses the risk that the distractor cannot be activated due to a number of design-related or clinical issues. When the complaint-related distractor is returned for evaluation and the cause of failure can be determined, the risk analysis will be reevaluated. The 20mm rigid removable extension arm functions as intended.

Manufacturer narrative:
This device is used for treatment, not diagnosis.